Manufacturer narrative:
(B)(4). This report for a low drain volume alarm was not confirmed. A sample evaluation and a batch review was not performed since this was caused by user error. Labeling review finds the labeling adequate for the user error identified in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center and report receiving a low drain volume alarm on the homechoice (hc) machine during the initial drain cycle. The technical service representative (tsr) assisted the home patient (hp). The hp states that there is air in the patient line. The tsr assisted her with ending therapy on the cycler, so that she can setup with new supplies. Product surveillance contacted the hp on (B)(6) 2011. Product surveillance asked the hp if they were connected during prime and the hp said yes. The hp also verified that there were no loose connections, disconnections or defects on the supplies. Per hp, she did not receive any injury or medical intervention as a result of this incident, she had not informed her nurse of the alarm or air in the line. The hp stated that she is doing fine and continuing therapy without issues. No allegations were made against any of the hp?s dialysis products. No further information was provided.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.